Manufacturer narrative:
(B)(4) - mfg. 07/31/2015 exp. 07/31/2016. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported by medical personnel that while a patient was at home they experienced electrical fault alarms. E-fault trouble shooting was performed, and visible contamination of the driveline connector was noted. A clinical engineer performed a cleaning procedure on (B)(6) 2016. From the service report: the patient was prepared with inotropes in an inpatient setting. The pump was stopped for approximately 90 seconds. The controller was exchanged per procedure. The action is noted to have solved the problem. There was no injury noted to the patient. No additional information provided.

Manufacturer narrative:
After further review of additional information received sections have been updated accordingly. The pump remains implanted and drive line cleaning was performed. The driveline cable, (B)(4) was not returned for evaluation. (B)(4) was returned for evaluation. (B)(4) was not returned as a complaint device; therefore (B)(4) was disposed of. Review of the manufacturing documentation of (B)(4) confirmed that the associated devices met all requirements for release. On-site inspection of the driveline connector confirmed the contamination by foreign material of the driveline cable connector. A driveline connector cleaning procedure was performed to mitigate the conditions reported. In addition, the reported "electrical fault alarms" event was confirmed via review of the controller log files, which revealed multiple electrical fault alarms on (B)(4) starting june 21, 2016 of type 'sys_rear_phase_c_open' indicating that the pump was running on the front stator only. The information available suggests that the reported electrical fault alarms were caused by contamination/foreign material of the driveline cable connector. Heartware has initiated an investigation to further evaluate issues related to driveline connector contamination leading to electrical faults. Based on the investigation conducted, the most probable root cause has been attributed to design/training issues.  Other device involved in this event: controller /(B)(4)/ catalog number: 1407de / expiration date:07/31/2016. 09-20-2016; yes,returned to manufacturer. MFR date: 07-31-2015. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Remains implanted.